Manufacturer narrative:
(B)(4). (B)(6). Device manufacture date: the information was requested and has not yet been received. The field service specialist (fss) visited customer site to inspect the unit. The fss checked the system and found battery leakage in single board computer (sbc) printed circuit board (pcb); therefore, the single board computer pcb was replaced. Fss checked all parameters and function as per abbott medical optics (amo) checklist. The unit was found working fine and it met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported no alternating current (ac), that the system would not turn on and that smoke came out of the machine. There was no patient involvement reported and no patient treatments delayed or cancelled.

Manufacturer narrative:
Device manufacture date: 10/2/2009. All pertinent information available to abbott medical optics has been submitted.